Manufacturer narrative:
Technician found the left end siderail tube bent. Technician replaced siderail tube to resolve the issue. No pt impact reported.

Event description:
Technician alleged the siderail was not latching in proper position.